Event description:
It was reported directly by the customer the device was used during a laparoscopy/tubal ligation. It was reported the surgeon attempted to insert the trocar into the pt, but despite several attempts to arm the trocar, the shield would not pull back to expose the blade for insertion. Another was used to complete the case. There was no consequence to the pt.